Manufacturer narrative:
A ge service representative performed an onsite investigation. The f1 fuse and the right monitor were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up, and the right monitor was black. No patient injury was reported.